Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a functional endoscopic sinus surgery (fess), the navigation system displayed a "localizer faulted" message in the corner of the application software. It was noted that a patient was not in the operating room (or) when the reported issue occurred and that the site opted to complete the subsequent fess without the navigation system.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly as there was no indication of a software anomaly occurring. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.